Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. As lot information was unavailable, the product label included in the production record, which is linked to the lot information, could not be confirmed. Therefore, the model #, unique device identifier (UDI) # as well as expiration date could not be obtained. Device evaluation could not be performed because the affected device was not returned. Lot history review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information and referring to known similar events, it was presumed that stress exceeding the product design limit might have been locally applied on the sion black guide wire during wire manipulation due to the tortuous vessel and/or the lesion. Consequently, the guide wire was fractured. It was concluded that this event was not attributed to the product quality. Although there were reportedly no adverse patient effects, a possibility could not be ruled out that some wire fragment(s) might have been left in the patient anatomy as the affected guide wire was not returned. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings]: ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~separation of the guide wire.

Event description:
It was reported that an asahi sion black guide wire had fractured during the procedure. It was informed that there were no adverse patient effects associated with this event. No further information was available.